Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 260 mg/dl. Customer changed the pump supplies and successfully resumed insulin therapy